Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab found with a slit near the peek housing. Initially it was reported that during the procedure, the catheter could not deflect to the specification. The catheter was replaced with a second catheter and the procedure was used to complete the operation. There was no report of patient consequence. The deflection issue was assessed as a not reportable issue since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On january 7, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that there was a slit near the peek housing approximately 1.8 cm from the distal tip. On january 24, 2020, a second visual was performed, and it was confirmed that there was a slit near peek housing approximately 1.8 cm from distal tip and internal wire exposed.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab found with a slit near the peek housing. Initially it was reported that during the procedure, the catheter could not deflect to the specification. The catheter was replaced with a second catheter and the procedure was used to complete the operation. There was no report of patient consequence. The returned device was visually inspected, and it was found that the tip was damaged with internal wires exposed. The catheter was tested for deflection and it failed. The catheter was then analyzed with an x-ray machine and it was noticed that the t-bar slid down from the anchor window. A manufacturing record evaluation was performed for the finished device number 30222945m, and no internal actions related to the reported complaint was found during the review. The customer complaint was confirmed. The root cause of t-bar sliding down cannot be determined. The root cause of the damage on tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device after of the procedure; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).